Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/08/2015, electrode belt: 12/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was found unresponsive at the time of passing. Review of the download data, indicates the patient experienced an appropriate treatment event consisting of 1 shock. The patient was treated at 23:46:16 on (B)(6) 2020 when the patient's rhythm was ventricular tachycardia (vt) at 190 bpm, and the post-shock rhythm was atrial fibrillation (af) at 100 bpm with motion artifact. The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. The patient also received three shocks in response to low amplitude oversensing. At 07:01:15 on (B)(6) 2020 the patient experienced a second treatment and was in an idioventricular rhythm at 90 bpm with low amplitude oversensing and the post shock rhythm was idioventricular rhythm at 50 bpm. The patient experienced a third treatment at 07:01:43 when the rhythm and post-shock rhythm was an idioventricular rhythm at 60 bpm with low amplitude oversensing. The patient experienced a fourth treatment at 07:02:10 and the rhythm was an idioventricular rhythm at 60 bpm with low amplitude oversensing, and the post-shock rhythm was an idioventricular rhythm at 50 bpm with low amplitude oversensing. The patient entered a non-treatable rhythm at 07:02:30. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.